Manufacturer narrative:
Correction: after an implantation period of approx. 116 months and 18 days, oversensing on the right ventricular channel was reported. The lead was explanted. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
After an implantation period of approx. 11 months, oversensing on the right ventricular channel was reported. The lead was explanted.